Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device sterility was compromised. An opticross¿ imaging catheter was selected for use to view the target lesion. During the procedure, it was noted that the package was damaged on and off, therefore not sterile. The case was finished with the a second catheter. No patient complications were reported.